Event description:
It was reported that the patient's right ventricular (rv) was sensing noise. The patient was asymptomatic. No intervention was performed as the physician elected to monitor the patient. Further information was requested but not received.